Manufacturer narrative:
No product will be returned as customer is unknown. No investigation was performed.

Event description:
Received a copy of the customer's sus voluntary event report from cdrh which states, ¿bd alaris pump infusion set, low sorbing tubing: lot number: 17105562. Expiration 10/05/2020, reference number (B)(4). Tubing came apart at pumping segment and avastin was spilled in the hem/onc patient room".